Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia on most days without a consistent pattern, followed by an episode of prolonged low glucose that was corrected and later progressed to hyperglycemia up to 400 mg/dl with device alerts for sustained highs; backup therapy was not used, small ketones were reported, and additional training was scheduled to inspect and troubleshoot the ilet. Symptoms included symptomatic hypoglycemia to 46 mg/dl for about an hour and subsequent hyperglycemia with general malaise. Outcomes included self-management with oral glucose and assistance from a caregiver without professional medical intervention or hospitalization. Investigation included review of the reported events and provision of troubleshooting and education. Investigation of this case revealed no device malfunction identified at this time and an unclear cause for both the hypoglycemia and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.